Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lv lead remains in use. It was also reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to premature battery depletion resulting from the high lv thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5054-52 lead, implanted: (B)(6) 2005; 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.